Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and meshes were implanted. It was reported that the patient underwent removal surgery of both meshes on (B)(6) 2015 during which the surgeon noted the meshes adhered to the small bowel. It was reported that the patient experienced digestive problems, significant scarring and severe pain. No additional information was provided.